Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery and battery pack. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a failure to charge message. No patient injury was reported.